Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to the switch lever not being able to close and not being parallel to the switch case. The autopulse platform is a reusable device and was manufactured on 19 dec 2012. It is approaching its service life of 5 years. The platform was functionally tested and displayed a user advisory (ua) 12 (lifeband not detected) error message during power up. Following this, a lifeband clip detect switch inspection was performed where it was indicated that the switch lever is not able to close and is not parallel to the switch case, causing the ua 12 error message to occur. After readjustment of the switch lever and verification using a standard belt test clip aid, the platform was further tested and operated as intended without any further issue fault or error. The platform passed all testing criteria and met all required specifications. The archive data was reviewed and contained multiple ua 12 error messages starting from (B)(6) 2017 to (B)(6) 2017, thus confirming the reported event. The user was unable to clear the ua 12 error messages occurring on this date range. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 12 (lifeband not detected) error message. The user reset/reinstalled the lifeband and restarted the platform; however, this did not resolve the observed issue. The issue was observed during shift check and no patient was involved with this event.